Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.

Event description:
It was reported that during device change out, the insulation near the svc connector appeared damaged. The physician cut and isolated the svc connector. The device was reprogrammed with the svc off. An induction test was successful.